Event description:
It was reported that the lv lead was explanted due to threshold increase. The physician noted an insulation breach on the proximal portion of the lead at explant. No patient complications were reported as a result of this event.